Event description:
It was reported that during a gastric bypass procedure, all three devices had excessive loss of pneumo when the 5mm grasper was being used in each device. Different devices were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the cb12lt device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the cb12lt device (b) found that the device was returned in good visual condition. The device was functionally leak tested and it was noted to leak during insertion and removal of the test probe through the device. One possible cause of this type of issue is excessive bending loads as a result from manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Leak test failed inserting and removing test probe.